Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed that the display screen was intermittently locking up. The stm replaced the video generator board then tested the system and noted that the screen did not lock up again. Unrelated to the reported issue, the stm replaced the scroll compressor , safety disk , and tidal disk due to expiration then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the touchscreen for the cardiosave intra-aortic balloon pump (iabp) was unresponsive and would "lock up." There was no patient harm and no adverse event was reported.